Event description:
On (B)(6) 2021 a patient underwent a transforaminal lumbar interbody fusion procedure from l4 to l5. During the procedure an instrument fractured in the patient while performing a rotational maneuver. The fractured portion of the device was left in the patient and radiographs confirmed that it was totally within the vertebral body. There is no plans for revision as the patient is asymptomatic.

Manufacturer narrative:
No product was returned for evaluation though a radiograph and photos of the device confirmed the complaint. Review of the received information and interview with the surgeon rep identified the surgeon utilized the wrong instrument to perform that rotation maneuver and considered the root cause of the event. The patient is asymptomatic, no revision is planned and the surgeon will continue to monitor the patients status. No additional investigation required. Label review: "do not implant the instruments: complications to the patient may include, but are not limited to: nerve damage, paralysis, pain, or damage to soft tissue, visceral organ, or joints. Dural leak in cases of excessive load application or impingement of close vessels, nerves, and/or organs by slippage or misplacement of the instrument. Bony fracture, especially in the case of deformed spine or weak bone. Infection, if instruments are not properly cleaned and sterilized. Breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device." "Pre-operative warnings: some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information." "Information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(4).''